Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a biplate of right distal humerus and right olecranon locking plate procedure on (B)(6) 2019 a 2.0mm drill bit broke. The drill bit was used with the variable angle drill sleeve when the drill bit broke. A fragment remained behind in the bone and was not able to be removed. The procedure was completed successfully with no surgical delay. Concomitant devices reported: unknown drill sleeve (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for (B)(4).